Manufacturer narrative:
B5: updated event description. H6: health effect - impact code: added code 4625. H6: component code: added code 515. H6: type of investigation: added code 4111. H6: investigation conclusions: added codes 4315, 22. H6, code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: endoleak. H6: health effect - impact code: retracted code 4642.

Event description:
On (B)(6), 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6), 2021, follow-up computed tomography imaging reportedly appeared to show a type 1b endoleak as well as an infection around the graft with a slight enlargement of the aneurysm sac. A bacterial infection of the grafts was reportedly assumed and ongoing with the patient likely having received antibiotic treatment. The amount of growth was difficult to determine due to the infected state of the aneurysm but was reportedly believed to be less than 5 mm. However, there was no additional information of cause, type, treatment, and current state of the infection available and there reportedly had not been any other diagnoses that confirmed the infection. Also, the patient was reported to have been asymptomatic. On (B)(6), 2021, a re-intervention was performed and the suspected type 1b endoleak of the gore® excluder® contralateral leg component plc161200 initially implanted on the left was extended with a gore® excluder® contralateral leg component plc141200. Additionally, the left internal iliac artery was embolized. On the right patient side, the previously implanted gore® excluder® contralateral leg component plc121400 was likewise extended with a gore® excluder® iliac extender component pll161407 as a preventive measure against a potential formation of an endoleak on this side. The patient tolerated the procedure.

Manufacturer narrative:
Additional medical device involved in this case that was extended on the left side: gore® excluder® contralateral leg component plc161200 / (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2021, follow-up computed tomography imaging reportedly appeared to show a potential infection around the graft. It was also reported that there was a suspected type 1b endoleak. Due to the graft infection, a slight enlargement of the aneurysm sac could not be definitely determined. However, the patient was reported to have been asymptomatic. On (B)(6) 2021, a re-intervention was performed to treat the suspected type 1b endoleak. On the right patient side, the previously implanted gore® excluder® contralateral leg component plc121400 was extended with a gore® excluder® iliac extender component pll161407. Also, the gore® excluder® contralateral leg component plc161200 initially implanted on the left was extended with a gore® excluder® contralateral leg component plc141200. During the re-intervention, the left internal iliac artery was additionally embolized.